Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 3.0 x 12 mm xience alpine, 3.0 x 18 mm xience alpine. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and dyspnea are listed in xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0 x 08 mm xience alpine, a 3.0 x 12 mm xience alpine and a 3.0 x 18 mm xience alpine stent were implanted on (B)(6) 2017. On (B)(6) 2017 the patient was readmitted with shortness of breath. After cardiac consultation, bronchoscopy was performed. The patient subsequently expired (date not specified). No additional information was provided.